Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The pod data showed that the pod ran for 51 pulses and was deactivated one pulse after the end of first prime. An 0x5c, open count too low at end of prime, hazard alarm was observed in the pod data. Timeouts occurred during priming along with a drive stall at the end of the run. The drive stall during priming resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime. No damages or deficiencies were observed that would result in high pulse widths and a drive stall. The exact cause of the high pulse widths and drive stall could not be determined.